Event description:
Customer reported that their acuity screen was blank. The screen power light was on, light were on the cpu and ups. There was a "network connection result" message showing on the networked hdu screen although the hdu system was monitoring correctly. The biomed engineer checked the video and power lead connections which were ok then tried to hard boot the system (twice without success). Everything appeared to power up but the screen stayed black and the network error remained on the hdu screen. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is completed.